Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported pump had downstream occlusion membrane damage. This event occurred during preventive maintenance. Photo samples was provided, which demonstrated the seal was compromised. There was no patient involvement and no harm.

Manufacturer narrative:
D7a - single use device was updated from 'ni' to 'na'. The suspected pump was returned for evaluation. An event log review and 12-month service history review were performed, with no abnormalities identified. Visual inspection and functional testing were conducted. The customer complaint was confirmed, as a cracked dso seal was identified during evaluation. The probable root cause was determined to be the cracked dso seal. The dso seal requires replacement due to the observed cracking